Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-03931 and 1627487-2020-03930. It was reported the patient experienced ineffective therapy at a postoperative programming session. Diagnostics revealed high impedances. X-rays showed the lead fully inserted into the extension, and no evidence of extension pull out of the ipg. The physician performed a revision on (B)(6) 2020. The patient¿s lead was tested separately from the extension and ipg with a multi lead trial cable and epg, showing the lead had high impedances on all electrodes. Both ports of the trial cable were used multiple times to be sure the lead was the issue. The physician opted to explant the scs system and replace it with a new system. This resolved the issue.

Event description:
Related manufacturer reference number: 1627487-2020-03930. Related manufacturer reference number: 1627487-2020-03931.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. It also passed lead fitment and lead retention tests. The ipg functioned as intended. No physical or functional anomaly was observed that would contribute to the reported issue.